Event description:
It was reported that a remote transmission indicated far field r-wave (ffrw) oversensing of the atrial lead that were causing some events to be labeled atrial tachycardia/ atrial fibrillation. The atrial lead remains in use. No patient complications have been reported as a result of this event.